Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced buried bumper syndrome. Patient was hospitalized. On (B)(6) 2018, surgical removal of the peg and j system was performed. The patient will remain on oral therapy until full recovery of the gastric mucosa.